Event description:
It was reported that bd plastipak¿ sterile luer slip 1ml syringe contained foreign matter. The following information was provided by the initial reporter: " according to the customer's report, an fm was found inside the hub of the syringe. "

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/16/2021. H.6. Investigation: samples and photos received for investigation, 1 used sample of 1ml for investigation with reference 303172 and lot number 2006012. Sample was provided without its original unitary packaging. Upon visual inspection of the sample received, it can be observed a particle inside the syringe. Upon inspection at 10x it can be observed this particle is grey and a rubber -like material, but origin cannot be determined since there is not any manufacturing equipment or element used during manufacturing process with this characteristics. Upon visual inspection of the pictures provided it can be seen the syringe has been used. When the fragment found in the fluid path of the syringe is examined at the microscope it can be seen the grey material has a shape that may be related with the inner part of a needle. Fourier transform infrared spectroscopy has been performed to the foreign matter found by customer inside the syringe. Per results, foreign matter found is 79.63% similar to isobutylene polymers, commonly used for stoppers vials. This suggests, that if the syringe has been used, the foreign matter could have been introduced from the stopper of a vial. A device history review was performed for the reported lot 2006012 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Injection machines are periodically subjected to maintenance and cleaning program. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ sterile luer slip 1ml syringe contained foreign matter. The following information was provided by the initial reporter: " according to the customer's report, an fm was found inside the hub of the syringe. "